Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Blood glucose reading was 600 mg/dl. The customer's current blood glucose was 218 mg/dl. Customer using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.